Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device disposition is unknown.

Event description:
Doctor was applying the glenosphere, when he removed the impactor the tip was broken off.

Manufacturer narrative:
Referring to the product inquiry the glenosphere holder/ impactor is the only reported device and thus considered the primary product. Since the review of the device history records / inspection records including material and temperature processing documents revealed no discrepancies, we exclude deviations in manufacturing. Further, the device was documented as faultless prior to distribution and as it had been in use for a longer time (manufactured in february 2015) we pre-suppose that it had fulfilled its tasks in former surgeries as intended without problems reported. Appearance of the breakage surface at the thread indicates that the tip broke in a brittle manner. No plastic deformation was found. The root cause of the thread fracture is already stated in the event description: ¿during the case, I called jonathan you & he had an engineer call me right back. The engineer stated that the glenosphere was not threaded down properly & that was more than likely why it failed.¿ this is supported by the location of the breakage (approx. 3 mm from the face side) which indicates that the glenosphere was not properly / entirely engaged on the glenosphere holder/impactor prior to impaction. Based on the above observations the root cause of the reported event is not linked to a deficiency of the device, but is rather considered user related (user-customer-learning gap errors; lack of knowledge/skill). Review of complaint history, CAPA database and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
Doctor was applying the glenosphere, when he removed the impactor the tip was broken off.